Event description:
The reporter states that the lancet would not retract into the accu-chek multiclix lancet device. No accidental stick or adverse event reported. The accu-chek customer care service center sent a new device. Customer advised to return suspect device.